Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: vedr01 implantable pulse generator: (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular lead had declining impedance measurements and eventually measurements were low. The lead also had rising threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.